Event description:
During a therapeutic procedure the pt had an initial enteral feeding device (one step button, p/h 6851) placed in 2003, and this device was replaced with a second enteral feeding device in 2004. The customer was unable to supply the part number or lot number of the second replacement device that was placed in january 2004. In 2004, seven months subsequent to the second device having been placed in the pt, a third enteral feeding device was placed in the pt. The complainant reported that this procedure was successful, and the device was properly placed. However, three days after this device was placed in the pt, the dome portion of the bolster from the second device was defecated by the pt. It was reported that when the second enteral feeding device was replaced, the clinicians failed to check if the bolster's dome portion of the second device had or had not become detached when the device was removed. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem. All attempts to obtain the part number and lot number of the enteral feeding device at issue in this complaint have been unsuccessful, as it was reported that there is no record in the pt's medical chart of this procedure being performed.